Manufacturer narrative:
A device history record review was performed for requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal and revision surgery was performed on (B)(6) 2018. The original surgery was performed on (B)(6) 2018 for a proximal femoral nailing system (tfna) for a hip fracture. Post surgery, surgeon realized that the helical blade used was too long and notified the sales consultant on (B)(6) 2018 and the revision surgery took place on (B)(6) 2018. During the hardware removal, the surgeon made several attempts to attach the helical blade/screw extractor onto the helical blade but the device would not attach. In addition, the surgeon tried to attach the nail extractor onto the nail and after several unsuccessful attempts, the top portion of the nail broke off clean and the remainder portion is inside of the patient. A brand new set of instruments had to be used to remove the helical blade and screw. The helical blade was eventually removed intact and the screw which did not have any removal issues was intact and replaced. A longer nail and a shorter helical blade and screw were implanted. The revision surgery was completed successfully and patient outcome was satisfactory. No additional x-rays are available. It was noted that both the helical blade/screw extractor and the nail extractor have cross threading damage and appear crooked due to multiple attempts to attach the devices. These events caused a 3 hour surgical delay causing the surgery to last for a total of 4 hours. Concomitant parts: (tfna screw 95mm) part: 04.038.095s, lot: h523636, quantity one. (Helical blade 110mm) part: 04.038.310s, lot: 9920251, quantity one. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was performed for part #: 04.037.142s, lot#: h492789 (sterile) - 11mm/130 deg ti cann tfna 170mm ¿ sterile, manufacturing location: monument, manufacturing date: 08-nov-2017, expiration date: 30-sep-2027; component parts reviewed: 04.037.942.2 - lock prong 130 degree, tfna bp-55 lot ¿ l467898. 04.037.912.4 - wave spring, shim ended bp-55 lot ¿ h316279. 04.037.912.3 - tfna lock drive bp-58 lot ¿ h466551. 21127 - raw material lot bp-80 lot ¿ h282099. Raw material for titanium received from supplier ati specialty materials. Certificate of test for titanium received from ati meet specification. Raw material receiving/putaway checklist meet requirements. Inspection sheet for in-process/inspect dimensional/final ns063042 rev: l and tfna assembly ns067861 rev: b met inspection acceptance criteria. Scn no: 14320, ¿sterility documentation was reviewed and determined to be conforming.¿ a product investigation was performed. It was noted that both the helical blade/screw extractor and the nail extractor have cross threading damage and appear crooked due to multiple attempts to attach the devices. These events caused a 3 hour surgical delay causing the surgery to last for a total of 4 hours. Concomitant parts: (tfna screw 95mm) part: 04.038.095s, lot: h523636, quantity one. (Helical blade 110mm) part: 04.038.310s, lot: 9920251, quantity one. The returned tfna nail (04.037.142s, h492789) is part of the tfna system (dsus/trm/0815/0682 and dsus/trm/0614/0109) for the intramedullary fixation of proximal femoral fractures. The returned nail was received with its proximal tang, intended to click into associated insertion handles, broken off, which confirmed the complaint condition and made further replication inapplicable. The returned tfna nail (04.037.142s, h492789) was manufactured on 08nov17 and drawings 04_037_042 (revs e and f) and 04_037_112_1 (revs c to e) were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. No mrrs, ncrs, or actions related to the complaint condition were generated during production of the returned part(s). Review of device history record(s) showed that there were no issues during the manufacture of the product(s), which would contribute to the complaint condition. The material properties of the returned part(s) were determined to be conforming at the time of manufacture and based on review of the associated/available DHR(s) and based on the details of the complaint and investigation of the returned part(s), additional material testing is not required. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. A dimensional check of relevant features was not possible due to post-market damage. Based on the available information it is most likely that the proximal tang broke off due to rough usage. It was reported that the proximal tang broke off after several unsuccessful attempts at extracting the nail. Device is a single use device but was not reprocessed or reused. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b4, g4: these dates were incorrectly reported as mar 10, 2018. The correct date is mar 11, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This (B)(4) captures the intra-operative incident occurred on mar 11, 2018. (B)(4) captures the incident that required revision surgery.